Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that during morning on post operative check after reviewing chest x-ray it was noted that slack on the right ventricular (rv) lead had pulled back. The rv lead was revised and slack replaced. The lead remains in use. No patient complications have been reported as a result of this event.